Manufacturer narrative:
Three major differences in battery box: freerider's battery with a step in front edge. Mrs. (B)(6)'s battery with bevel. Freerider's battery with a embossed logo, mrs. (B)(6)'s battery with a big label . Our original battery pack with horizontal stripes but mrs. (B)(6)'s battery without this feature.

Event description:
On the evening of (B)(6) 2017, mrs. (B)(6)'s husband plugged the charger into the charging socket of the luggie between 11.30pm and midnight. Around 1.45am, mrs. (B)(6) noted the charging fan had stopped and that the charging light was green indicating the batteries were fully charged. She got on the scooter reached forward to unplug the power cable from mains and then went to turn the scooter on to operate it, the on button red light illuminated but when she pushed the wig wag to operate the scooter, it wouldn't drive either forward or in reverse. At this stage mrs. (B)(6) woke her husband up for help to operate the scooter and he then noticed white smoke emanating from the battery compartment and within seconds the battery pack burst into flames and it was only the scooter seat that prevented mrs. (B)(6) from getting burnt from these flames. Mrs. (B)(6) did not complain to the (B)(4) distributor of luggies until (B)(6) 2017. She has since released the burned-out scooter to us, but neither the battery nor the charger. Remark:: (B)(6) accept the analysis and consider this issue closed on (B)(6) 2017.